Manufacturer narrative:
This product is registered as a combination product.  The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was evaluated in ed on dec 14, 2019, due to left arm swelling and pain. Patient was diagnosed with deep vein thrombosis (dvt) left axillary vein. Medication was prescribed. Dvt was a complication of the device insertion. The dvt was not an evolution from the cellulitis. It was noted that the issue was related to the ra lead.